Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis was manifested by mild abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was treated with maxipime (2 gm intravenously, frequency not reported) for the peritonitis. The patient was later discharged from the hospital and reported to be recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13i25011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.